Event description:
It was reported that a jammed post occurred. The patient's qualify conditions were a bicuspid native valve with moderate to severe calcium on the non-coronary cusp leaflet and trace-to-mild calcium on the fused left- and right-coronary cusp leaflets. A vascular access was obtained via the right femoral artery. A 23mm lotus edge valve delivery system was selected for a transcatheter aortic valve replacement procedure. The lotus edge delivery system successfully crossed the arch. During deployment of the lotus edge valve, a post of the delivery system became twisted. A partial resheath was attempted but did not resolve the twisted post. The physician attempted to lock the valve and the twisted post became jammed. The delivery system was pulled back to the arch and the valve was forcefully recaptured within the delivery system. The lotus edge valve and delivery system were successfully removed. The procedure was completed with a non-bsc valve. No patient complications were reported and the patient was noted to be doing fine.

Manufacturer narrative:
Device evaluated by MFR: the lotus edge device was returned for evaluation. It was noted from the event description that the device was unsheathed, washed of blood and resheathed post procedure. On receipt the device was noted to be over- sheathed with the stylet inserted into the nosecone. The release collar was in the starting position. Fluoroscopy of the handle revealed the device had forward tripped. The device was unsheathed to lost motion. 30mls of saline was flushed through the multi lumen extrusion (mle) port and another 30mls of saline was then flushed through the outer sheath port. The valve braid, push pull rods, release pins and buckles were microscopically inspected. Release pin 6 was found to be pushed. The pin was not pulled as the end of the pin maintained its o shape. Push pull rod 6 was observed to be broken. Posts 1 and 11 were locked without issue using the handle mechanism. Post 6 was locked manually, and the valve was then manually released. The outer sheath and mle were cut to remove the push pull rod assembly. This confirmed a break in push pull rod 6. There was no other damage noted during analysis. Procedural media was provided to aid in the investigation showing three angiographic series from the case. The media is consistent with the reported event. The first file shows the valve unsheathed in the annulus and the post at the right coronary cusp appears to be twisted. The gap between the buckle and post at the right is shorter than at the left and non-coronary side which would indicate that that the push pull rod is also jammed into the buckle at this position. The second file shows an attempt to resheath the lotus edge valve. Again, the orientation of the right coronary post indicates that the push pull rod is twisted in the buckle preventing the valve from elongating at the right coronary side. The third file shows the resheathing of the valve. The catheter is pulled towards the aortic arch and the post top at the right coronary post is sheathed followed by the remainder of the braid as the catheter is withdrawn over the arch.

Event description:
It was reported that a jammed post occurred. The patient's qualify conditions were a bicuspid native valve with moderate to severe calcium on the non-coronary cusp leaflet and trace-to-mild calcium on the fused left- and right-coronary cusp leaflets. A vascular access was obtained via the right femoral artery. A 23mm lotus edge valve delivery system was selected for a transcatheter aortic valve replacement procedure. The lotus edge delivery system successfully crossed the arch. During deployment of the lotus edge valve, a post of the delivery system became twisted. A partial resheath was attempted but did not resolve the twisted post. The physician attempted to lock the valve and the twisted post became jammed. The delivery system was pulled back to the arch and the valve was forcefully recaptured within the delivery system. The lotus edge valve and delivery system were successfully removed. The procedure was completed with a non-bsc valve. No patient complications were reported and the patient was noted to be doing fine.